Event description:
Reporter alleged blood glucose measured 366, 459, and 168 mg/dl, when all were performed back to back of each other within a few minutes. It was stated customer took medication as normal however no other actions were reportedly taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.